Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited an atrial pace which initiated a cross chamber blanking period, resulting in a premature ventricular contraction. The patient then went into a ventricular arrhythmia. The patient converted on their own prior to the device delivering a shock. The device remains in service. No adverse patient effects were reported.